Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Provided info marked on form states, the original surgery was in 2000. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address subsidence of the talar component and poly wear of the insert.